Event description:
It was reported that during central processing, the cadiere forceps had a grasper paddle which broke off during the first sterilization. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "grasper paddle broke off". The instrument was found to have a broken grip at the grip base. A piece approximately 0.221" x 0.747" was found to be broken off the yaw pulley. The broken piece was not returned.